Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Clip delivery system (cds (B)(4)), referenced, is filed under a separate medwatch MFR number.

Event description:
This report is filed because the implanted clip (50706u148) detached from one leaflet and remained attached to the other leaflet. On (B)(6) 2016, the initial mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. One clip (50706u148) was implanted, reducing the mr to 1-2, with a good outcome. On (B)(6) 2016, a follow up echocardiogram found that the clip was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda. The anatomy was challenging due to the small left atrium and slda clip. One clip (cds (B)(4)) was advanced to the mitral valve leaflets. Leaflet grasping was difficult due to the anatomy, however, the clip was successfully deployed and the mr was reduced to 2+. The second cds (B)(4) was advanced to the left atrium; however, when the m-knob was turned, the cds would steer in the opposite direction. The procedure was continued using the a/p knob. Leaflet grasping was again difficult due to the anatomy. The clip was implanted successfully. A total of two clips were implanted, reducing the mr to 2, with a good outcome. No additional information was provided.